Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Imdrf code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a banding of esophageal varices procedure on (B)(6) 2025. During the procedure, the metal wire broke off from the tip on which the bands are placed making it impossible to release all the bands from the kit and perform the full procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a banding of esophageal varices procedure on (B)(6) 2025. During the procedure, the metal wire broke off from the tip on which the bands are placed making it impossible to release all the bands from the kit and perform the full procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Imdrf code a0401 captures the reportable event of trip wire break. Correction: d6a: implant date. Device evaluation: with all the available information, boston scientific concludes that the most probable cause is adverse event related to procedure. The speedband superview super 7 was returned for analysis. During visual and microscopic inspection, it was observed that the teeth were damaged and bent. The trip wire was analyzed was observed to be unbroken. The slack was not secured, however, the handle had evidence that the wire was secured to the post. The customer provided pictures however it was not possible to observe the reported event of trip wire break. No other problems with the device were noted. The reported event of bands failure to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, causing the teeth to become damaged and bent, or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to be damaged and bent and affecting the functionality of the handle when deploying the bands. The reported event of trip wire break was not able to be confirmed with testing of the returned device. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.